Event description:
Customer reported a flame began shooting from the device and an electrical hot smell filled the room when performing a soft reset on it. Customer stated black soot was on the meter and base. Customer indicated device was cleaned with alcohol wipes or a 10% bleach. No treatment was received. A request was made for return product and replacement product was sent.